Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after opening the package, they found that the ureteral stent was broken.

Manufacturer narrative:
The reported event is confirmed cause unknown due to fair-03-0032. Visual: received 1 stent broken into two pieces. Also received 2 photo samples which show top view of stent broken within packaging. Therefore, the reported event is confirmed. No actions can be taken at this time since a root cause was not identified. Per the outcome of this fair, a DHR review is not required, as the information needed to investigate the issue is already determined without reviewing the DHR. The instructions for use were found adequate and state the following: avoid improper handling of stent such as bending, kinking, tearing etc. Misuse could damage the overall integrity of the stent. Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after opening the package, they found that the ureteral stent was broken.